Event description:
The device was used during a laparoscopic procedure. Reportedly, the staples were missing. The surgeon performed a laparotomy to complete the procedure. The hosp reported the pt's condition is satisfactory.